Event description:
International affiliate reports the tip of threaded driver inner shaft was found to be broken when attempting to load a screw. Reports breakage may have occurred during cleaning as it was only noted to be broken when the set was opened for a particular case. However, it is not positively known when/where breakage occurred.

Manufacturer narrative:
Depuy (B)(4) has requested return of the instrument for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination found 1mm of threaded portion remaining on the driver shaft. It appears the fracture occurred at the start of the minor diameter breakout. The driver shaft has an approximate 1mm bend starting roughly 76mm from the distal tip. Under 40 x magnification, the noted fracture is not in a plane that is perpendicular to the driver's axis. No definitive conclusions can be made as to the cause of tip breakage. However, the damage suggests that the inner shaft may have been over tightened which resulted in damaging the tip of the device. (B)(4). Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Note: emdr was submitted during the FDA outage.